Manufacturer narrative:
Pump passed self-test, however, constant pump error 37 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. The pump history download confirmed the pump alarmed pump error 37 and pump error 43 on 08/27/2025 11:27:57.000 due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. No moisture damage noted to the pcb1 board or pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and corroded motor home switch. The p-cap/reservoir does lock properly. Confirmed pump error 37 during analysis. The pump history download confirmed the pump alarmed pump error 37 and pump error 43 due to corroded motor home switch. No damaged reservoir tube or retainer ring noted. Confirmed the p-cap/reservoir does lock properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customerreported that the reservoir was loose in the pump and the pump failure alarms. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for general documentation. No harm requiring medical intervention was reported. No product return is required for mmt-1884.